Event description:
It was reported that the patient was undergoing left heart catheterization, a coronary angiogram, a left internal mammary artery angiogram, a saphenous venous angiogram,and chamber pacemaker placement, during this percutaneous coronary intervention and stenting to the obtuse marginal branch through the saphenous venous graft. The trek balloon catheter had been prepped and appeared to be intact. The trek balloon had a hole in shaft distal to guidewire exit notch, which caused air to escape into the vein graft, resulting in bradycardia and then asystole. CPR was performed, atropine and epinephrine were administered and normal sinus rhythm was restored. The patient was in stable upon completion of procedure, and was transferred to the cardiac care unit for observation. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and a conclusive cause for the reported leak can not be determined, the treatments appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.